Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Section b3: event date is estimated.

Event description:
It was reported that the patient experienced a double scs lead migration. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.